Event description:
The customer reported that the 840 ventilator had an erratic screen. The customer support engineer (cse) inspected the device and replaced the graphical user interface and backlight inverter pcbs. The ventilator passed all testing.